Event description:
Elderly male with a history of aortic valve replacement with a 25mm porcine bioprosthesis, as well as a three-vessel coronary artery bypass operation less than 6 months ago, initially did well, but recently redeveloped signs and symptoms of aortic stenosis. The valve was interrogated by transesophageal echocardiogram (tee) and found to have a recurrent stenosis with a mean gradient of about 55 mm of mercury. It had been functioning normally by tee after the original procedure. The patient was taken to or for aortic valve replacement with mechanical prosthesis due to early failure of the other prosthesis.======================manufacturer response for porcine bioprosthesis, medtronic mosaic ultra 305======================they've provided the or with a return shipping setup.